Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no ultrasound image present during an bronchoscopy diagnostic procedure involving an olympus video system center. The procedure was completed with the same set of equipment. There was no patient injury reported.